Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device not recognizing the test load, intermittently losing therapy connection. The customer did not specify whether it was related to a pad or ECG issue. There was no report of pt involvement.